Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the screw fractured while inserted. The fractured portion was able to be removed from the patient.